Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day after the implant of this transcatheter bioprosthetic valve, the patient developed a right cerebral infarct that resulted in right hemianopia and paralysis. Rehabilitation was prescribed. It was also reported that a mitral valvuloplasty with extracorporeal circulation was performed during the same procedure. Per the physician, it could not be determined if the stroke had been caused by the extracorporeal circulation during the mitral valve implant or due to the transcatheter valve implant. No other adverse patient effects were reported.